Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during an unknown procedure, the device fired a scissored clip on an unknown firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. One device will be returned. (B)(4)